Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, that a calibration error occurred on the electronic pt gas system (epgs). As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The quality engineer at the mfg engineering center (mec) could not be duplicated. He did confirmed that reaction of o2 sensor was slow, and could not confirm the history of periodic maintenance of this device. Evaluation is in progress, but not yet concluded.